Event description:
It was reported the pt's device was showing low impedance readings, <150 ohms on electrodes five and thirteen. X-rays suggested that "electrodes five and 13 may be touching." Troubleshooting measures and potential surgical revision were discussed. Pt info could not be obtained. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.